Event description:
The patient was admitted for a dual chamber generator change. The device had reached elective replacement indicator (eri) two months ago. A new device was implanted, and did not work properly. As per electrophysiologist: "the issues were as follows: 1) the r wave through the device was much lower than through the analyzer. 2) there was failure to capture. 3) we noted cross chamber sensing. 4) the pacing lead impedance was out of range high. After reconfirming that the lead was functioning normally via the pacing system analyzer (psa), we tried a second new device and saw none of the issues that were noted on the faulty device." ====================== manufacturer response for ICD, ellipse dr (per site reporter) ====================== explanation from field representative: "during implantable cardioverter defibrillator (ICD) generator change today, the following events were observed. We evaluated the old device system prior to the procedure and confirmed all measurements to be normal. During the procedure, using an external analyzer, the leads were again evaluated and found to be in normal range. A new device was attached and upon interrogation, we observed several inconsistent measurements, out of range sensing, impedance, and failure to capture. During our troubleshooting, we determined the new device was demonstrating random component failure and attached a second ICD. The second device was free of abnormalities and we determined the error to be related to the ICD. We contacted st. Jude medical quality assurance to document the event. The device was sent for analysis to determine the root cause of the malfunction." The final analysis is not yet completed at the time of this report.